Event description:
It was reported that on (B)(6) 2017, a 25mm epic stented porcine heart valve with flexfit system was implanted in the mitral position. Later, mitral regurgitation was observed due to leaflet thickening; no leaflet tear was confirmed. On (B)(6) 2022, the epic valve was replaced with a 25mm sjm masters series mechanical heart valve. The physician attributed the issue to calcium hyper metabolism because the patient has been on dialysis. No additional information available regarding this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Additional information for: g3, h2, h6, and h10. An event of mitral regurgitation, leaflet thickening, and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.